Manufacturer narrative:
D9: date returned to mfg: 4/28/2025. Received one (1) used. List #ch-14, chemoclave® vented bag spike; lot #13918112. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is requested to be returned for evaluation, however, it has not yet been received. Additional contact information (B)(6). Other health care professional (B)(6).

Event description:
The event involved a chemoclave® vented bag spike where the customer reported that there was a drug leakage of fluorouracil from the air vent. There was no bleedback reported. The product is not a biohazard and the device was not reprocessed/resterilized. There was no delay in critical therapy. There was patient involvement reported. A chemo leakage exposure was reported but there was no harm as a consequence of this event.